Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The cause of the reported incident could not be conclusively determined, but based on the information received, it was consistent with device programming.

Event description:
It was reported that the device detected supraventricular tachycardia (svt) and ventricular tachycardia (vt) episodes. The device delivered inappropriate anti-tachycardia pacing and inappropriate defibrillation therapy in response to the detected svt episodes. The device was reprogrammed and the patient was stable.